Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative left eye. As a result of the corneal burn, the wound required two sutures. A brief description from the surgery center indicated the corneal burn occurred on the first pass on the cataract. In addition, the surgery center indicated the handpiece¿s irrigation port to be out of round or bent.